Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported travel coarse error, and the identified force sensor background test error codes were noted. Visual and functional tests were performed on the returned device. Upon visual inspection, cracked plunger case and bottom case was found. The probable cause of the reported problem is due to device aging and normal wear. The device will be repaired by replacing the keypad to address the led, and the following parts of the drivetrain will be replaced to address the travel coarse error including: the leadscrew, coupler, and clutches. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the reported travel coarse error was confirmed. There were no patient involvement and harm.